Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had been admitted into the hospital for hemolysis related issues. The pt was hit positive, ldh 2100, serum hemoglobin 136. The pt was scheduled to have his lvad exchanged; however, his condition worsened and expired due to hemolysis complications.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.